Event description:
It was reported that inhibition of pacing was observed on the implantable cardioverter defibrillator (ICD). The ICD was checked, and normal function was noted. The pacing inhibition seemed to be due to noise of unknown origin. The ICD did over sense, but the result was a single dropped beat with no other occurrence. Programming changes were made. No other issues were observed, the patient was sent home, there were no patient consequences